Event description:
Information was received that this right ventricular (rv) lead was capped. Additional information received from the field representative indicated that high pacing threshold was observed in the rv lead and was capped. No adverse effects. This lead was out of service.